Event description:
It was reported that the tube holder part on the support arm of the ventilator is not functioning as expected (too loose). There was no patient harm. (B)(4).

Event description:
(B)(4).